Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, dyspareunia and other. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic left salpingo-oophorectomy, hysteroscopy, dilation and curettage due to pelvic pain, menorrhagia, and left ovarian cyst.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, scarring and adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, dysuria, hematuria, and urinary tract infections.